Event description:
It was reported that a burr stuck in lesion occurred. The target lesion was located in the calcified and very tortuous mid left anterior descending artery (lad). Rotational atherectomy was successfully performed with a 1.5mm rotalink burr first. During use of the 1.75mm rotalink burr, however, the device stalled in an abrupt corner. The physician successfully removed the device after a non-bsc guide wire was wired alongside of the burr. The procedure was completed after stenting the lad. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for device analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).